Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires) has been confirmed. Upon investigation the distribution node to rear te cable severed. The root cause for the damaged cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.